Manufacturer narrative:
Although requested, the device was not returned for evaluation. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause of this event could not be determined.

Event description:
It was reported that during an intraocular lens (iol) implant into the right eye, the lens would not maintain position and fell deeper into the capsule. The capsule was allegedly broken and a vitrectomy was performed. The incision was enlarged to remove the lens and sutures were used. The patient remains aphakic and a surgery to replace the lens has not been scheduled.